Event description:
It was reported that this left ventricular (lv) lead was suspected of lead dislodgement. Boston scientific technical services (ts) discussed to health care professional (hcp) the need to review internal recommendations. This lead remains in service. No adverse patient effects were reported.